Manufacturer narrative:
(B)(4). Information was not provided by the contact. Additional information was requested and the following was obtained: I am seeking clarification regarding the event. It was reported that the device misfired and the device was difficult to remove and the anvil had separated from the device. Are you referring to the misfire being related to the removal issue and the anvil detaching? If no, please explain how the device misfired. The patient returned to surgery on (B)(6) 2015 due to a post-op bowel leak; surgeon did a hartmann¿s procedure and created a colostomy. Also, the patient had rectal tylenol prior to the return to the operating room. The analysis results found that the ecs25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open sigmoid colon resection procedure, the device misfired. As the surgeon attempted to remove the device it was stuck. The donuts were complete. The surgeon did a full turn on the device, rocked it back and forth, but it was stuck, as if it was stuck on something. It was reported that the anvil had separated from the device. While attempting to remove the device, part of the staple line dehisced, so the surgeon removed the device and over sewed the rectum. Case completed with a competitor device. There were no patient consequences reported.